Event description:
It was reported to boston scientific that a two port through the peg jejunal tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. (The exact procedure date is unknown however reported to be in place for approximately 1 year from the event date). According to the complainant, on (B)(6) 2012, a crack was noted in the upper part of the intestinal tube. On (B)(6) 2012, the j-tube was replaced. Duodopa administration was not interrupted due to this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): crack in the j-tube. The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.